Event description:
The olympus representative reported that during a therapeutic procedure, the camera head did not display an image. The biomedical engineer was contacted during the patient's procedure when the camera head no longer gave an image. While the patient was under general anesthesia, biomedical testing was conducted with another column, and the camera was replaced by another camera. Due to the camera being switched, an additional five minutes were added to the procedure. Before the procedure, the device was inspected, and no problems were discovered. The procedure was completed successfully with a similar device, with no reports of patient harm associated with this event.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to an internal cable unit problem. Additionally, the image froze, real-time display was not available, and error code e311 (scope communication error) appeared. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the loss of image, frozen image and error code e311 occurred due to a cable failure. The final root cause of this event was unable to be identified. The event can be prevented by following the instructions for use which state: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.